Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed the displacement test. Pump error 63 was noted during the self-test. Successfully downloaded history files and traces using thus. Pump error 63 (variable 15) was present in the history download on 01/14/2023 19:06:18.000, but pump error 63 (variable 3) was noted during testing on 04/03/2023 10:45:53.000. After testing, a pump error 40 was noted causing the pump to display a frozen logo. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found broken traces at the u1 chip on pins 1 and 6 on the keypad assembly. Moisture damage was also found n pcba 1, pcba 2, motor, force sensor, and harness assembly vibrator. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded home switch. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on keypad assembly. Pump error 63 (variable 15) was confirmed in the history files. Pump error 40 was confirmed during testing and was unable to re-download the history files do to frozen screen. Frozen screen confirmed due to pump error 40. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63 alarm, "hardware low-level failures." No harm requiring medical intervention was reported. Troubleshooting was performed, and it was found that the error occurred during the basal. The customer cleared the alarm successfully and stated that the pump rewind was uncompleted. The customer has discontinued using the insulin pump, which will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.